Manufacturer narrative:
Identification #:(B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent was running on a patient and the amplitude was set to 30cm but it seemed to drop down single digits. The patient still had chest wiggle and no patient harm. They swapped the unit out with another 3100a. The customer states that they did the circuit calibration and performance check on this unit and they both came in specs. They have put this unit back in use.